Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging kidney issue, bronchitis, difficulty of breathing/short of breath, light headedness, dizziness, nasal/throat irritation or soreness. There was no medical intervention required by the patient. The device was returned but yet not evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging kidney issue, bronchitis, difficulty of breathing/short of breath, light headedness, dizziness, nasal/throat irritation or soreness.there was no medical intervention required by the patient. In the initial report, section b5 was incorrect, the correct b5 should be - the patient has alleged copd, asthma, using medication for it. The patient also alleged bronchitis, difficulty of breathing/short of breath, nasal/throat irritation or soreness the device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device and humidifier were completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of dust contaminant on the ui panel, blower cap, blower seal, blower, and blower box, corrosion near c140 on the pca, liquid ingress to the p4 dc input, blower, blower box, and rear panel, keratin-like substance on the blower outlet. During investigation of the humidifier, an unknown dust contaminate to the flip lid seal, bottom enclosure, lift tray, and dry box seal. Tthe manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 3 instances of e-4 on error log. The manufacturer concludes the contaminates found were consistent with dust contaminant on the ui panel, blower cap, blower seal, blower, and blower box, corrosion near c140 on the pca, liquid ingress to the p4 dc input, blower, blower box, and rear panel, keratin-like substance on the blower outlet and an unknown dust contaminate to the flip lid seal, bottom enclosure, lift tray, and dry box seal of the humidifier inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section b7,d9,d10,g3,h6 has been updated/corrected.